Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on april with blood glucose level was 1200 mg/dl. Customer was treated with multiple daily injection. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The summary narrative has been revised and that information has been provided with this report. (B)(4).

Event description:
The customer reported via phone call of being hospitalized around (b)6) 2020. Customer reported of having high blood glucose of 350 mg/dl and was feeling sick the night prior to hospitalization. The paramedics were called but the customer was not taken to the hospital. The following morning, the customer was unresponsive and was taken to the hospital suffering from diabetic ketoacidosis with high blood glucose of 1200 mg/d. The customer was in a coma for four to five days. The customer did not mention treatment while hospitalized. The customer was on manual injections since the incident and wanted to begin insulin pump therapy since not being sure that the incident was caused by the insulin pump. The insulin pump is not expected to return for failure analysis.